Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasionally undersensing on the right atrial (ra) lead during atrial arrhythmia episodes causing false termination of the arrhythmia and the right ventricular (rv) lead exhibited high capture thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.